Event description:
A customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin delivery.